Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the event likely occurred due to poor electrical contact of the video connectors, which led to symptoms that did not show the images.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility's site for an evaluation and repair of the suspect device. The fse confirmed the reported problem and assigned the cause to the video output socket.

Event description:
Olympus was informed that no image was produced when using the olympus, cv-190, video system processor. There was no patient injury or harm, associated with the problem, reported to olympus.